Event description:
Per the clinic, the patient experienced migration of the electrode array. Subsequently, the patient underwent a revision surgery (date not reported) to reposition the device. The implanted device remains.